Event description:
The wife called to report that the customer passed away. The wife stated that the customer was wearing the insulin pump and died due to a chronic kidney failure and diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.